Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. Customer's blood glucose at time of incident was 469 mg/dl. Customer was unable to troubleshoot because she removed the sensor. Customer was advised to call while she is experiencing the issue if it happens again.